Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted the port tubing and the access port had non-penetrating nicks with striations described as surgical tool scratch-like. The port tubing at the taper also had evidence of missing and pulled material. The damaged port septum had missing material with evidence of coring likely to have been caused by the use of a coring needle. The band tubing was broken with striations consistent with surgical end cuts to remove the device on both ends. One end of the band tubing also had evidence of striations consistent with surgical damage. The band tubing also contained an unidentified opening with leakage. Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, dehydration, chest pain, incision pain, and port site pain."

Event description:
Health professional reported lap-band port removal and replacement due to alleged "abdominal pain. Port was protruding."